Manufacturer narrative:
The catheter without the packaging was returned for evaluation. The balloon was found to be ruptured and latex was missing between the windings. There was no damage to the spring tip. Portions of the latex were still attached to the catheter, under both windings. There was no damage to the balloon windings or catheter body. Multiple unsuccessful attempts have been made to obtain clarification of the complaint and additional information from the customer. With the information available, the root cause of the reported complaint cannot be confirmed; however, there was no evidence of a manufacturing nonconformance found during evaluation of the returned product. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
As reported, the catheter did not have a balloon at the tip. There were no patient complications reported.